Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the outer tube had a deep dent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. As noted in section b5, a deep dent in the outer tube was found . Additionally, evaluation noted that the protector of the video cable section is cut. The root cause of the reported failure could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.